Event description:
Customer contacted beckman coulter inc., (bci) regarding a false high creatinine (cre3) result generated by the synchron cx9 alx analyzer. The initial result of 2.2 mg/dl was reported out of the lab and questioned by the physician. The patient was sent to a different lab and received a creatinine result of 0.71 mg/dl. After fse serviced the instrument, the customer reran the original sample and it generated a lower result of 0.75 mg/dl. The cre3 result was amended. It is unknown if treatment was initiated or withheld.

Manufacturer narrative:
Service was requested on 12/30/2009 for a reagent probe leaking complaint: a field service engineer (fse) cleaned the creatinine cup and replaced the creatinine lamp. Customer retested 20 previously tested patient samples and all repeated results matched the original results. A follow-up service was generated by a hotline to confirm the system accuracy, and the entire creatinine module was replaced as a precaution. The instrument is performing with qc specifications with respect to controls and reproducibility. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.